Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-tests for excessive noise. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the mechanics of the compact air drive device had seized. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench, check for excessive noise, check for noticeable untrue running, check triggers for forward / reverse mode, check function of soft mode switch (safety system), check for air leak, and check air hose coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.